Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the customer comment of noise on the programmer's analyzer screen. (B)(4).

Event description:
It was reported that there was noise on the programmer's analyzer screen when trying to test the leads. It was tested against a second programmer and there was the same issue. It was speculated that the source of the noise is from the operating environment. Both the programmer and the analyzer were returned for service. No patient complications have been reported as a result of this event.